Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, an ncircle delta wire tipless stone extractor would not open or close. It was stuck in one position. The issue with this device was discovered prior to making contact with the patient and it was not used. The unspecified procedure was successfully completed with another device of the same type. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one used ncircle delta wire tipless stone extractor, ntsed-024115-udh, to cook for investigation. Visual inspection found the device was returned with the handle and basket formation in the closed position. The mlla (male luer lock adapter) was loose, while the collet knob was tight and secure. The polyethylene terephthalate tubing (pett) measured 3 cm. The support sheath was noted to be slightly bowed. A kick was found in the basket sheath 58 cm from the support sheath. Functional testing found that the handle does not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated and does not protrude from the basket sheath. The support and basket sheaths were still adhered. The basket assembly appeared to be stuck within the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was kinked approximately 58cm from the yellow support sheath. The kink was preventing the basket assembly from moving freely within the basket sheath. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation: contract & source administrator. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ncircle delta wire tipless stone extractor would not open or close. It was stuck in one position. The issue with this device was discovered prior to making contact with the patient and it was not used. The unspecified procedure was successfully completed with another device of the same type. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.